Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device noted to have high atrial rate sensing. The coulomb count measurement was performed, and the device failed coulomb count for high current in the v230 supply. Moreover, the power level gradually increasing over time which fits the characteristics of a leaky capacitor due to high hydrogen. Previous analysis and testing have shown with high hydrogen present, one or both v220 capacitors goes leaky.

Event description:
It was reported that this pacemaker was received by post market quality assurance without a known reason for explant. No adverse patient effects were reported.